Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of a minicap transfer set disconnected from the titaniium adapter. This occurred during use of the devices for peritoneal dialysis therapy. The adapter remained in use. There was no report of patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.